Manufacturer narrative:
A medtronic representative reported that the only further information the rep was able to gather was that the case was not discontinued and there were no stated adverse events. No further information was provided. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
Return requested. Replacement computer shipped to site 08/24/2016. Medtronic investigation of returned suspect device finds that the navigation system was set-up for eval/log retrieval, and completed. There were no ram or hdd errors reported. System passed phd and all required testing. Computer found to be fully functional, no fault found. On 08/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/08/2016 expert review of patient exams find that the tracer pattern is not ideal as it does not contain a sufficient about of points along the bridge of the nose. This could on 09/09/2016 software investigation completed. Findings are that images analyzed show a poor tracer pattern. It is suspected that the symptom was also caused by poor tracer pattern. Software is functioning as designed.

Event description:
A medtronic representative received a report on 08/25/2016 from a site that, while in a cranial tumor resection procedure, performed on (B)(6) 2016, the surgeon alleged an inaccuracy occurred. The inaccuracy was reported to have occurred while they were "deep and back." No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome. Resolution confirmed.